Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 127 mg/dl. The customer stated that after clearing the alarm, the insulin pump restarted. The customer pressed a button and the error alarm occurred again. The customer was advised to remove the battery for eleven minutes. But the anomaly persisted. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump was received with minor scratched display window, cracked lcd window at the bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).